Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Investigation summary. Two photos and video received. Upon visual inspection of two photos and one video, the following was observed: the photos show a draw from cut performed on the tissue. The video shows a device with the closed jaws and tissue between them. At the 00:13 mark the device is removed showing a blue reload loaded with all drivers up and the staple line and cut line appears to be as expected. However, a slightly bleeding could be observed on corner from tissue. At the 00:46 mark is introducing a device with a blue reload loaded and tissue is placed on the jaws. At the 01:01 mark the jaws are closed. At the 01:04 mark the device is firing and the staple line and cut line appears to be as expected. Based on the photos and video reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested, and the following was obtained: can you please provide more event details? Were the staples formed in the proper closed b-formation? The surgeon is not able to say if they were well formed or not. He only saw the tissue coming out of the staple line. When looking at the video, it seems to be well formed but he was not filming it closely. If the stapler did fire was the staple line complete? The stapler did fire. The line seems complete but it's not easy to tell. The surgeon says that this part can be under a lot of pressure. He wonders if there was a weakness on the staple line. Did the device cut? Yes. If yes, was the cut line complete? Yes. Was there any issue with the cut line? No. What is the current patient status? The patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? There was an extended stay to make sure he was ok. Then he left and never came back. The surgeon had removed the part with the staple line leaking. There was 2 events extremely similar, this one in september and one in january. Both were done by the same surgeon and both happened at the exact same spot. The surgeon has decided to modification a little bit the surgery in order to reduce the pressure on the staple line. Yet, we hope we can understand what happened and how to avoid this situation.

Event description:
It was reported that when performing a gastric bypass, the surgeon noticed a weakness on the staple line and the mucosal tissue went out of it. Fired on the tissue to remove the weak part. A drain was place in patient.